Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia. The customer stated that prior to the event, she had been unable to bring her blood glucose down, despite several additional boluses. The customer further stated that she had experienced some low blood glucose levels recently, which she treated with food and juice. It was found that the customer had over-bolused. The customer also stated that she uses the quick-set infusion set and that she changes her infusion set every three to four days. Programming was correct. Troubleshooting was performed and the insulin pump passed both the fixed prime and the high pressure tests.